Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
While in use the plastic tubing from the lockable drainage line has been disconnected from the lockable drainage spigot. It did not require much force to become disconnected. -tubing disconnected from distal end of access connector. Pt used call bell to inform me that his newly inserted icc plurex drain was leaking. When I walking into the room there was plural fluid all over the floor. The tube had disconnected from the plurex tube. Attached a new tube as per protocol

Event description:
While in use the plastic tubing from the lockable drainage line has been disconnected from the lockable drainage spigot. It did not require much force to become disconnected. Tubing disconnected from distal end of access connector. Pt used call bell to inform me that his newly inserted icc plurex drain was leaking. When I walking into the room there was plural fluid all over the floor. The tube had disconnected from the plurex tube. Attached a new tube as per protocol.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One sample was received by our quality team for investigation. Upon visual inspection of the sample, it was observed that the access tip was not connected to the drainage line therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for reported lot 0001272327 was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this failure is related to the method used during the manufacturing process. A corrective action project was initiated to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.